Event description:
This report is being filed after the subsequent review of the following journal article: waldhausen, j.h.t., redding, g.j., and song, k.m. (2007). Vertical expandable prosthetic titanium rib for thoracic insufficiency syndrome ¿ a new method to reat an old problem. Journal of pediatric surgery vol 42, p76-80. USA article. This was retrospective review of performed between october 2001 and december 2005. The study population included: 22 patients, 36 veptr devices, most had undergone sequential veptr expansions, age range 1 year and 8 months ¿ 15 years and 3 months. Twenty seven devices were hybrid and 9 were radial constructs. Patients had between 1-3 veptr devices placed. This is report 1 of 2 for (B)(4), for the following events: carbon dioxide retention post-veptr (n=2). Post-op seroma (n=1). Worse ventilation on affected side, average age 8.38 years old. Worse perfusion post-op with average age 6.64 years old. Worse respiratory function (n=2) needing increased respiratory support and progression to non-invasive ventilation. This report is for an unknown veptr with an unknown part number, lot number and quantity. A copy of the literature article is being submitted with this medwatch. This report is for 2 device(s).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: waldhausen, j.h.t., redding, g.j., and song, k.m. (2007). Vertical expandable prosthetic titanium rib for thoracic insufficiency syndrome ¿ a new method to reat an old problem. Journal of pediatric surgery vol 42, p76-80. This report is for an unknown quantity veptr with unknown part and lot number. Initial reporter: phone (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).